Manufacturer narrative:
Age at time of event: under 18 years old.

Event description:
It was reported that balloon ruptured occurred. A 5.0mmx20mmx80cm (4f) sterling balloon catheter was selected for dilatation. However, upon the first inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.